Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device was causing them pain. The patient's healthcare provider was worried that nerve damage may result.

Event description:
The patient had a lead fracture the first week after patient was discharge home. The patient moved quickly to catch her daughter as she was falling off from her crib. It was noted that after the lead fracture, patient had a changed in therapy. The patient indicated she felt a consistent pushing sensation on her butt cheek area that was warmth to touch and site being red and had been occurring the last day or two. It was later reported on 2015 (B)(6) that the all parts of lead were explanted. The patient was getting 50% or greater symptom reduction. The cause of the event was not determined. The patient experienced loss of therapeutic effect .it was reported that patient did not have loss of stimulation. The patient recovered without permanent impairment. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28 lot# va0qg6g, implanted: 2015 (B)(6); product type lead product ID neu_un known_prog, serial# unknown; product type programmer, physician product ID 3889-28, lot# va0qg6g, implanted: 2015 (B)(6); product type lead. (B)(4).